Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient came in for a planned refill on (B)(6) 2013. The pump had been stalled since (B)(6) 2013; it was unclear if the stall ever recovered. A critical pump alarm was sounding due to the motor stall. The eri (elective replacement indicator) showed 4 months. A pump replacement was done (B)(6) 2013. The eri showed 2 months. The battery had prematurely depleted. The patient experienced pain, ¿shivering fit¿, and nausea related to the event. The patient was ¿fine¿ following the replacement. The pump was delivering fentanyl, bupivacaine, and clonidine.

Manufacturer narrative:
Additional information: analysis of the pump revealed gear train anomaly; ¿corrosion and/or wear and/or lubrication¿ and ¿stall due to shaft-bearing¿. Gear 1 showed upper shaft lubricant missing with upper shaft wear. Gear 2 showed the upper and lower shaft lubricant meniscus missing with no shaft wear. Gear 3 showed wear on the gear teeth and slight corrosion on the surface.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.